Event description:
Consultant reported - during a procedure, while inserting the helical blade, the knob of the 130 deg aiming arm f/trochanteric fixation nail broke off. Procedure was completed successfully by the same part w/o any harm to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues.